Manufacturer narrative:
(B)(4). The device history review for the product auto endo5 ml lot# 73e1900345 investigation did not show issues related to complaint. The device investigation is pending. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the clips were not loaded into the jaws properly during a pancreaticoduodenectomy. The user managed to use the applier till the last clip, however, all the clips were not properly fixed to the jaw's tips. Clips fell in the patient, but all of them were retrieved; no clip remained in the patient.

Manufacturer narrative:
(B)(4). The customer returned one unit ae05ml autoend05 ml for investigation. The returned sample was visually examined with and without magnification. Visual examination of the returned device revealed that the sample was returned with its trigger partially engaged and a clip partially loaded incorrectly. The indicator clip was in the next position of the channel. The sample appears used as there is biological material present on the device. First, the partially loaded clip was manually removed , and the trigger cycle was completed. Functional inspection was then performed on the returned sample by attempting to engage the trigger using hand pressure. Upon engagement of the trigger, an audible ratchet sound could be heard indicating that the internal ratchet ears are intact. The indicator clip fired indicating that no other clips were remaining. The sample was disassembled to inspect the internal components. No damages were observed. The device was returned with only the partially loaded clip remaining indicating that 14 clips were fired by the end user. Since only the partially loaded clip was returned and there were no other clips remaining for testing, the reported complaint issue could not be confirmed , and a root cause could not be determined. The IFU for this product, l06072, was reviewed as a part of this complaint investigation. The IFU for this product states, "mishandling of appliers may result in improper load and/or closure of the ligating clip." A corrective action is not required at this time as it could not be determined what caused the complaint issue since only the partially loaded clip was returned and there were no other clips remaining for testing. Teleflex will continue to monitor and trend on complaints of this nature. The reported complaint of "clips not loading properly" was not confirmed based upon the sample received. One device was returned. The device was received with only the partially loaded clip remaining indicating that 14 clips were fired by the end user. At the time of manufacturing assembly, the autoend05 is 100% inspected for proper clip loading and closure. A device history record review was performed on the autoend05 with no evidence to suggest a manufacturing related cause. Since only the partially loaded clip was returned and there were no other clips remaining for testing, the reported complaint issue could not be confirmed , and a probable cause could not be determined. Teleflex will continue to monitor and trend on complaints of this nature.

Event description:
It was reported that the clips were not loaded into the jaws properly during a pancreaticoduodenectomy. The user managed to use the applier till the last clip, however, all the clips were not properly fixed to the jaw's tips. Clips fell in the patient, but all of them were retrieved; no clip remained in the patient.